Event description:
An endurant stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as there was moderate calcification and vessel mild tortuosity though out the vessels. The stent grafts were implanted without issue. It was reported that the patient presented approximately 2 weeks post index procedure not feeling well. A CT revealed that the patient had a dead bowel. The physician stated he spoke with the family regarding the issue and there were not options for treatment and the patient expired.

Event description:
Received information in gch from lifeline with initial information for this case. It is unknown if the sales rep was present for the case. Films are not available. There is no sizing worksheet for this case. The stent graft remains in the patient. The delivery catheter was discarded by the user facility. An endurant stent graft system etuf3214c102e (pli-10), etlw1610c93e (pli-20) and ocl24us (pli-30) were implanted in the patient for the treatment of an abdominal aortic aneurysm on (B)(6) 2013. Vessel morphology at the time of implant was reported as there was moderate calcification and vessel mild tortuosity though out the vessels. The stent grafts were implanted without issue. It was reported that the patient presented approximately 2 weeks post index procedure not feeling well. A CT revealed that the patient had a dead bowel. The physician stated he spoke with the family regarding the issue and there were not options for treatment and the patient expired on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (bowel ischemia); (cause of the bowel ischemia is unknown. The possible relationship of the patient's death to the device or procedure is un known). Conclusion: (cause of the bowel ischemia is unknown. The possible relationship of the patient's death to the device or procedure is unknown).